Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further clarified that the right ventricular (rv) lead did not have an svc coil, but instead was exhibiting fluctuating pacing impedance. As well, it was further clarified that the atrial lead pin was not fully engaged. The rv lead svc coil alert was programmed off.

Manufacturer narrative:
Product analysis the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the atrial pacing lead was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the atrial pacing lead was variable. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had varying and abnormal superior vena cava (svc) impedance, and elevated sensing integrity counter (sic). As well, the right atrial (ra) lead had varying pacing impedance. Both leads are still in use. No patient complications have been reported as a result of this event.